Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse called to report a hospitalization due to diabetic ketoacidosis. Customer's current blood glucose reading is 218 mg/dl. Caller stated the blood glucose reading at the time of the event was 300 to 400 mg/dl. Customer was vomiting. Customer was treated with saline drip and insulin IV. Nothing further reported.